Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material at the light guide rod lens (2x), in the distal end of the insertion section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the foreign material in the lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.